Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s sister reported customer received a ¿replace sensor¿ error message on the same day of the adc freestyle libre sensor insertion and therefore was unable to check her blood glucose. On (B)(6) 2019, customer experienced severe symptoms of hypoglycemia, ¿can no longer walk, could not control her body and could not talk¿. Customer was injected with glucagon by the sister and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and the provided serial number was deemed invalid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer¿s sister reported customer received a ¿replace sensor¿ error message on the same day of the adc freestyle libre sensor insertion and therefore was unable to check her blood glucose. On (B)(6)2019, customer experienced severe symptoms of hypoglycemia, ¿can no longer walk, could not control her body and could not talk¿. Customer was injected with glucagon by the sister and no further treatment was required. There was no report of death or permanent impairment associated with this event.